Event description:
It was reported that the syringe flu plus 0.1-1ml var dose experienced difficult plunger movement. The following information was provided by the initial reporter: syringe of the vaccinator was not able to fully depress and so the patient did not get the full dose of vaccine. Patient had to be vaccinated a second time.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2102408. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of a clog or block that could have prevented a fully depressed plunger were identified. Based on the investigation results an exact cause related to the manufacturing facility could not be determined for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe flu plus 0.1-1ml var dose experienced difficult plunger movement. The following information was provided by the initial reporter: syringe of the vaccinator was not able to fully depress and so the patient did not get the full dose of vaccine. Patient had to be vaccinated a second time.